Manufacturer narrative:
The product was not returned for evaluation. Without return of the device, the exact root cause of the problem reported could not be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The ultipaq coil would not be detached in spite of trying several times. Six other ultipaq coils deployed after this coil were successfully detached.